Manufacturer narrative:
B3: event date is estimated. The allegation is against one of two covers; however, it is unknown which cover, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: cranial burr hole cover, model: 6010, UDI: (B)(4), batch: 10344377.

Event description:
It was reported that the patient had a suspected infection at the right incision site. The cultures confirmed the incision didn't heal properly. The patient was then given antibiotics, and the right burr hole cap was explanted and replaced. The investigation did not determine which burr hole cap attributed to this issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.